Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific previously reported that code 1005 is indicative of a shorted shock condition. This information is incorrect. Code 1005 is indicative of an open condition detected during shock delivery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory confirmed multiple high shock impedance measurements that increased in frequency over the past year. It was also confirmed that the device recorded an ¿open shock impedance during shock delivery¿ fault (code 1005) on (B)(4) 2015 after an induced shock was attempted. The second induced shock returned a normal impedance value. Manual impedance testing completed on (B)(6) 2015 resulted in a high shock impedance measurement. The returned device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected shock impedances over the past year with current measurements being greater than 200 ohms. Defibrillation threshold (dft) test was performed and the device recorded a code 1005 indicative of shorted shock. Surgical intervention was performed and the lead was explanted. No adverse patient effects were reported.